Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the iliac artery. A 8.0 x40, 75cm charger balloon catheter was advanced for dilatation. During the procedure, the balloon was ruptured during first inflation at nominal pressure. The procedure was completed using with another of the same device. There were no patient complications as a result of this event.